Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is beeping but nothing is on the display. The customer has cleaned the battery compartment. The customer's blood glucose is 355 mg/dl. The insulin pump will not return.